Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, and the speaker was defective. The speaker was replaced to resolve the issue. The device was operational after repairs were completed, and the device was returned to the customer. It has been concluded that no further action is required at this time. Manufacturing date for the reported device is prior to 24sept2016 so no UDI required.